Event description:
During the supraventricular tachycardia procedure, there was communication issue that resulted in cancellation of the procedure. As soon as ablation started, the amplifier would disconnect. The procedure was stopped due to the issue and completed the next day without any adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remain unknown.